Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported clip entanglement in the chordae appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The other clip delivery system is filed under a separate medwatch report.

Event description:
This is filed to report the clip entanglement. It was reported that the patient, with grade 4 functional mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included slightly thickened leaflets, restricted posterior mitral leaflet and a dilated left atrium. One clip was implanted without issues. The second clip delivery system (cds) (70524u151) was advanced into the patient anatomy and became entangled in the chords. Troubleshooting maneuvers were performed; however, the clip could not be freed and was deployed where it was caught, so that the leaflets and the chordae were grasped. The third cds (70524u145) was advanced into the patient anatomy; however, this device also became entangled in the chords. Troubleshooting maneuvers were performed, but this clip was also unable to be freed and was deployed where it was caught, so that the leaflets and the chordae were grasped. The mr was only reduced to grade 3+. A tear was suspected in the posterior mitral leaflet, but was not confirmed. It was thought that the difficulty removing the third clip from the chordae caused the tear. The procedure ended with implantation of a total of three clips. No additional information was provided.